Event description:
Total needle disengagement, with needle left in pt's face. Pt not injured. This event is being reported because of inamed's agreement with FDA to report instances where recurrence of a malfunction could lead to injury.